Event description:
It was reported that, "during the surgery, the surgeon could not connect the right neck trial on the centpillar tmzf broach size 6 right."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.